Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed and found no issues. Performance testing found no issues with the device. The device met all specifications. The device log was reviewed and found no alarms or failure codes associated with the reported problem. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burnt smell was coming from the homechoice (hc) machine during use. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The initial evaluation did not confirm the reported condition. No burnt mark was confirmed on any parts. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up MDR will be submitted.